Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot and the link was still attached to the cuff. The anterior cuff was engaged to anterior needle tip. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed and the reported event was confirmed. The link was broken at the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to break from the anterior cuff during plunger removal. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - improper or incorrect procedure or method - incorrect anatomy.the device is expected to be returned for evaluation. It has not yet been received.(B)(4):

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the area above the inferior epigastric artery (iea) after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.